Event description:
It was reported that it is very difficult to remove needle from pen ndl 31g 6mm 3b tw 100ct benelux. The following information was provided by the initial reporter: last time I got bd microfine needles. When you want to get needles off the pen, you have to keep trying to get the needle off the pen. Occasionally this works suddenly, but usually you have to put the protective cap back on 3 to 6 times and then turn it off.

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that it is very difficult to remove needle from pen ndl 31 g 6 mm 3 b tw 100 CT benelux. The following information was provided by the initial reporter: last time I got bd microfine needles. When you want to get needles off the pen, you have to keep trying to get the needle off the pen. Occasionally this works suddenly, but usually you have to put the protective cap back on 3 to 6 times and then turn it off.